Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the section of the brush head next to the handle, the little head, came off in his/her mouth. No injury was reported.